Manufacturer narrative:
Per the medical records, this was a 58 year-old male s/p recent left knee replacement became unresponsive in the car on way to surgical follow up visit. His daughter was driving him, and she proceeded to the emergency room, where resuscitation efforts were started, and he was noted to be in pea (pulseless electrical activity). Resuscitation was unsuccessful. The patient history included remote (>20 years previous) dvt and pulmonary embolism, ivc filter placed (B)(6) 2015 and subsequent left knee replacement. Autopsy reports includes 7.5cm saddle pulmonary embolus, smaller peripheral pulmonary embolus, metallic filter containing clotted blood within the chamber of the right ventricle, cardiomegaly and gastritis.

Manufacturer narrative:
As reported, the patient had a trapease inferior vena cava (ivc) filter implanted. Per the medical records, the indication for placement was history of deep vein thrombosis and pre surgical for knee replacement surgery. The filter was deployed below the level of the renal veins under fluoroscopic guidance. The filter subsequently migrated causing pulmonary embolism and the patient died as a result. Fifteen days post implant, the patient presented to the ER with a syncopal episode. In the ER the patient was noted to have agonal breathing and a brief period of a palpable carotid pulse before loss of pulses, and cardiopulmonary resuscitation was begun. The patient was intubated, a chest x-ray was performed and showed widening of the mediastinum and patch lungs in this area. The physician indicated that it was likely a result of the 10 minutes of CPR preceding the x-ray. Tpa was also administered, given the history of pe and recent surgery. The diagnosis noted at the end of the resuscitative efforts was noted as massive pulmonary embolism status post left knee surgery. After greater than 25 minutes of resuscitative measures the efforts were discontinued. An autopsy was performed that noted a 7.5cm saddle embolus across the bifurcation of the main pulmonary artery, extending into both the left and the right pulmonary arteries. Small peripheral pulmonary embolus was identified in the right upper lobe (two) and the left upper lobe (one). Pulmonary congestion and edema were noted as well as mild emphysematous changes in both lungs. A metallic filter containing clotted blood was found within the chamber of the right ventricle, just below the pulmonic valve. Cardiomegaly, mild three vessel disease and extensive gastritis with mucosal necrosis, consistent with acute erosive gastritis, were also noted. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records state the trapease vena cava filter was placed due to a history of deep vein thrombosis and pre surgical for knee replacement surgery. The filter was placed via the right common femoral vein and deployed below the level of the renal veins under fluoroscopic guidance. Fifteen days post implant, the patient was admitted to the emergency department after a syncopal episode. The patient had felt poorly during the day and had a syncopal episode while the daughter was driving, came to for a moment and then went out again. In the emergency room the patient was noted to have a single agonal breath and a brief period of a palpable carotid pulse before loss of pulses, cardiopulmonary resuscitation was begun. The patient was intubated, a chest x-ray was performed and showed widening of the mediastinum and patch lungs in this area, the physician indicated that it was likely a result of the 10 minutes of CPR preceding the film. Tissue plasminogen was also administered, given history of pe and recent surgery. The diagnosis noted at the end of the resuscitative efforts was noted as massive pulmonary embolism status post left knee surgery. After greater than 25 minutes of resuscitative measures the efforts were discontinued. An autopsy was performed and noted a 7.5cm saddle embolus across the bifurcation of the main pulmonary artery, extending into both the left and the right pulmonary arteries. Small peripheral pulmonary embolus was identified in the right upper lobe (two) and the left upper lobe (one). Pulmonary congestion and edema were noted as well as mild emphysematous changes in both lungs. A metallic filter containing clotted blood was found within the chamber of the right ventricle, just below the pulmonic valve. Cardiomegaly and mild three vessel disease were also noted. There was extensive gastritis with mucosal necrosis, consistent with acute erosive gastritis.

Event description:
As reported by the legal department, the patient had a trapease filter implanted and died as a result of injuries sustained from a pulmonary embolism that occurred as a result of the trapease filter migrating. No additional information is available. The following additional information received per the medical records state the trapease vena cava filter was placed due to a history of deep vein thrombosis (dvt) and pre surgical for knee replacement surgery. The filter was placed via the right common femoral vein and deployed below the level of the renal veins under fluoroscopic guidance. Fifteen days post implant, the patient was admitted to the emergency department after a syncopal episode. The patient had felt poorly during the day and had a syncopal episode while the daughter was driving, came to for a moment and then went out again. In the emergency room the patient was noted to have a single agonal breath and a brief period of a palpable carotid pulse before loss of pulses, cardiopulmonary resuscitation was begun. The patient was intubated, a chest x-ray was performed and showed widening of the mediastinum and patch lungs in this area, the physician indicated that it was likely a result of the 10 minutes of CPR preceding the film. Tissue plasminogen was also administered, given history of pulmonary embolism (pe) and recent surgery. The diagnosis noted at the end of the resuscitative efforts was noted as massive pe status post left knee surgery. After greater than 25 minutes of resuscitative measures the efforts were discontinued. An autopsy was performed and noted a 7.5cm saddle embolus across the bifurcation of the main pulmonary artery, extending into both the left and the right pulmonary arteries. Small peripheral pulmonary embolus was identified in the right upper lobe (two) and the left upper lobe (one). Pulmonary congestion and edema were noted as well as mild emphysematous changes in both lungs. A metallic filter containing clotted blood was found within the chamber of the right ventricle, just below the pulmonic valve. Cardiomegaly and mild three vessel disease were also noted. There was extensive gastritis with mucosal necrosis, consistent with acute erosive gastritis. Additional information provided comprised of six images which appear to be pictures of a heart taken during an autopsy. A number of pictures appear to depict the presence of an unknown filter within the chambers of the heart. Of note, the identification of the specific patient and the date of the pictures/autopsy were not provided.

Manufacturer narrative:
As reported, the patient had a trapease inferior vena cava (ivc) filter implanted. Per the medical records, the indication for placement was history of deep vein thrombosis and pre surgical for knee replacement surgery. The filter was deployed below the level of the renal veins under fluoroscopic guidance, the ivc was noted to be 2.7cm in diameter. The filter subsequently migrated causing pulmonary embolism and the patient died as a result. Fifteen days post implant, the patient presented to the ER with a syncopal episode. In the ER the patient was noted to have agonal breathing and a brief period of a palpable carotid pulse before loss of pulses, and cardiopulmonary resuscitation was initiated. The patient was intubated, a chest x-ray was performed and showed widening of the mediastinum and patch lungs in this area. The physician indicated that it was likely a result of the 10 minutes of CPR preceding the x-ray. Tpa was also administered, given the history of pe and recent surgery. The diagnosis noted at the end of the resuscitative efforts was noted as massive pulmonary embolism status post left knee surgery. After greater than 25 minutes of resuscitative measures the efforts were discontinued. An autopsy was performed that noted a 7.5cm saddle embolus across the bifurcation of the main pulmonary artery, extending into both the left and the right pulmonary arteries. Small peripheral pulmonary embolus was identified in the right upper lobe (two) and the left upper lobe (one). Pulmonary congestion and edema were noted as well as mild emphysematous changes in both lungs. A metallic filter containing clotted blood was found within the chamber of the right ventricle, just below the pulmonic valve. Cardiomegaly, mild three vessel disease and extensive gastritis with mucosal necrosis, consistent with acute erosive gastritis, were also noted. Additional information provided comprised of six images which appear to be pictures of a heart taken during an autopsy. A number of pictures appear to depict the presence of an unknown filter with biological debris within the chambers of the heart. Of note, the identification of the specific patient and the date of the pictures / autopsy were not provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant pe is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to determine what factors may have contributed to the timing and the mechanism of the filter migration. It is unknown when the migration occurred. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient had a trapease inferior vena cava (ivc) filter implanted. Per the medical records, the indication for placement was history of deep vein thrombosis and pre surgical for knee replacement surgery. The filter was deployed below the level of the renal veins under fluoroscopic guidance, the ivc was noted to be 2.7cm in diameter. The filter subsequently migrated causing pulmonary embolism and the patient died as a result. Fifteen days post implant, the patient presented to the ER with a syncopal episode. In the ER the patient was noted to have agonal breathing and a brief period of a palpable carotid pulse before loss of pulses, and cardiopulmonary resuscitation was initiated. The patient was intubated, a chest x-ray was performed and showed widening of the mediastinum and patch lungs in this area. The physician indicated that it was likely a result of the 10 minutes of CPR preceding the x-ray. Tpa was also administered, given the history of pe and recent surgery. The diagnosis noted at the end of the resuscitative efforts was noted as massive pulmonary embolism status post left knee surgery. After greater than 25 minutes of resuscitative measures the efforts were discontinued. An autopsy was performed that noted a 7.5cm saddle embolus across the bifurcation of the main pulmonary artery, extending into both the left and the right pulmonary arteries. Small peripheral pulmonary embolus was identified in the right upper lobe (two) and the left upper lobe (one). Pulmonary congestion and edema were noted as well as mild emphysematous changes in both lungs. A metallic filter containing clotted blood was found within the chamber of the right ventricle, just below the pulmonic valve. Cardiomegaly, mild three vessel disease and extensive gastritis with mucosal necrosis, consistent with acute erosive gastritis, were also noted. Additional information provided comprised of six images which appear to be pictures of a heart taken during an autopsy. A number of pictures appear to depict the presence of an unknown filter with biological debris within the chambers of the heart. Of note, the identification of the specific patient and the date of the pictures / autopsy were not provided. New information provided indicated that the patient had a history of a stroke and a torn meniscus. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant pe is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided it is not possible to determine what factors may have contributed to the timing and the mechanism of the filter migration. It is unknown when the migration occurred. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section a2 (date of birth).

Event description:
As reported by the legal department, the patient had a trapease filter implanted and died as a result of injuries sustained from a pulmonary embolism that occurred as a result of the trapease filter migrating. No additional information is available. The following additional information received per the medical records state the trapease vena cava filter was placed due to a history of deep vein thrombosis (dvt) and pre surgical for knee replacement surgery. The filter was placed via the right common femoral vein and deployed below the level of the renal veins under fluoroscopic guidance. Fifteen days post implant, the patient was admitted to the emergency department after a syncopal episode. The patient had felt poorly during the day and had a syncopal episode while the daughter was driving, came to for a moment and then went out again. In the emergency room the patient was noted to have a single agonal breath and a brief period of a palpable carotid pulse before loss of pulses, cardiopulmonary resuscitation was begun. The patient was intubated, a chest x-ray was performed and showed widening of the mediastinum and patch lungs in this area, the physician indicated that it was likely a result of the 10 minutes of CPR preceding the film. Tissue plasminogen was also administered, given history of pulmonary embolism (pe) and recent surgery. The diagnosis noted at the end of the resuscitative efforts was noted as massive pe status post left knee surgery. After greater than 25 minutes of resuscitative measures the efforts were discontinued. An autopsy was performed and noted a 7.5cm saddle embolus across the bifurcation of the main pulmonary artery, extending into both the left and the right pulmonary arteries. Small peripheral pulmonary embolus was identified in the right upper lobe (two) and the left upper lobe (one). Pulmonary congestion and edema were noted as well as mild emphysematous changes in both lungs. A metallic filter containing clotted blood was found within the chamber of the right ventricle, just below the pulmonic valve. Cardiomegaly and mild three vessel disease were also noted. There was extensive gastritis with mucosal necrosis, consistent with acute erosive gastritis. Additional information provided comprised of six images which appear to be pictures of a heart taken during an autopsy. A number of pictures appear to depict the presence of an unknown filter within the chambers of the heart. Of note, the identification of the specific patient and the date of the pictures/autopsy were not provided. Information provided in the medical records received consists of outpatient physical therapy progress notes related to a right total knee arthroplasty that was performed prior to the index procedure. The record does note that the patient had a history of a stroke and a torn meniscus.

Manufacturer narrative:
Corrected data: product code.

Manufacturer narrative:
Complaint conclusion: as reported by the legal department, the plaintiff had a trapease filter implanted on (B)(6) 2015. On (B)(6) 2015, he died as a result of injuries sustained from a pulmonary embolism that occurred as a result of his trapease filter migrating. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known complication and is listed in the IFU as such. Patient and pharmacological factors may contribute to recurrent pe. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff  had a trapease filter implanted on (B)(6) 2015. On (B)(6) 2015, he died as a result of injuries sustained from a pulmonary embolism that occurred as a result of his trapease filter migrating.  No additional information is available.

Manufacturer narrative:
As reported, the patient had a trapease filter implanted. The filter subsequently migrated causing a pulmonary embolism resulting in death. Per the medical records, history includes recent left knee replacement. The patient has a history of chronic anticoagulation with compression stockings, obesity, severe venous insufficiency, dm, hypertension, hypercholesterolemia, cva 2008, dvt with filter placement in 2015, and back surgery. The patient became unresponsive, on the way to a surgical follow up visit, in the car. His family member drove to the ER, where resuscitation efforts were started. At the time, the patient was noted to be in pea (pulseless electrical activity). Resuscitation was unsuccessful. An autopsy reports notes a 7.5cm saddle pulmonary embolus, smaller peripheral pulmonary embolus, metallic filter containing clotted blood within the chamber of the right ventricle, cardiomegaly and gastritis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Post procedural pulmonary embolism, resulting in death, is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.